Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced nine episodes of peritonitis. The cause of the events was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (dose, route and frequency were not reported) for treatment of peritonitis every time the event occurred. At the time of this report, the patient was recovered from the events. Pd therapy was continued during treatment every time. No additional information could be provided as the reporter declined follow up.